Manufacturer narrative:
Please note that this device (onyx trustar) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (onyx frontier). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx trustar coronary drug eluting stent when stent deformation occurred in-vivo during positioning. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. There was resistance encountered when advancing the device, and excessive force was not used during delivery. The right radial artery was punctured successfully and a 6f arterial sheath was inserted. Angiography showed mild plaque stenosis at the distal left main (lm) coronary artery, with distal timi grade 3 flow. There was chronic total occlusion of the proximal left anterior descending (lad) artery, with distal blood supply via collateral circulation from the circumflex artery and distal timi grade 0 flow. The lesion being treated was a moderately tortuous, moderately calcified lesion with 50% stenosis located in the proximal circumflex (cx) artery, with distal timi grade 3 flow. Lcx intervention was then performed. A jl3.5 catheter was advanced to the left coronary ostium. A non-medtronic guidewire was passed across the proximal lcx lesion to the distal vessel. Another non-medtronic guidewire was advanced into the distal circumflex branch to increase support. A 2.0 x 15 mm balloon was advanced to the lcx lesion and pre-dilation was performed at 12 atm for 6 seconds. The stent was advanced toward the lesion. However, the stent could not be delivered smoothly to the target lesion. Multiple delivery attempts were made, and further balloon pre-dilation was performed. A subsequent attempt to advance the stent was also unsuccessful, and the device still could not pass through to reach the lesion site. The stent system was then withdrawn. Upon removal, burrs were observed on the stent body, and stent struts were noted to be protruding and exposed externally. A guide extension catheter was subsequently advanced, and a non-medtronic drug-coated balloon 2.0 x 20 mm was delivered and deployed. Final angiography showed no residual stenosis and distal timi grade 3 flow. No patient complications were reported as a result of the event.